Event description:
Customer reported the apl valve was not adjusting to correct pressure. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issues when the investigation has been completed.